Event description:
Needle pull off: customer reports that needle prematurely separated from suture while loading needle holders. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.